Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as the device passed all testing, which resulted in all remaining clips loading and closing properly. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Name of procedure: ni. Event description: during the procedure, one clip on two was out of the jaw. They finish like that. Additional information received from applied medical representative via email on 07oct25: the nurse couldn¿t give me much information¿s apart that the device wouldn¿t deliver the clips at every actuation. It was not the first time for the surgeon to use the clip applier. I¿ll let you know as soon as I have some more information¿s. Intervention: they finish like that. Patient status: patient is ok.

Event description:
Name of procedure: ni. Event description: during the procedure, one clip on two was out of the jaw. They finish like that. Additional information received from applied medical representative via email on 07oct25: the nurse couldn¿t give me much information¿s apart that the device wouldn¿t deliver the clips at every actuation. It was not the first time for the surgeon to use the clip applier. I¿ll let you know as soon as I have some more information¿s. Intervention: they finish like that. Patient status: patient is ok.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.